Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a reddish material inside the pebax and a hole on the surface of the tip area. Initially, it was reported that the force vector was wrong during ablation. Blood was noticed in the catheter. No adverse patient consequence was reported. The force issue, as well as the foreign material (blood) found, were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 19-jan-2024, there was a reddish material inside the pebax and a hole on the surface of the tip area. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 19-jan-2024.

Manufacturer narrative:
E 1: initial reporter phone: (B)(6). A picture was received for evaluation following biosense webster's procedures. According to the picture provided, a reddish material (presumably blood) was observed inside the pebax; however no external damages were observed on the device. This condition could be related to the force vector issue reported, however there is no sufficient evidence related. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed that there was a reddish material inside the pebax and a hole on the surface of the tip area. This could be related to the handling during the procedure; however, this cannot be conclusively determined. All units are inspected prior to leaving the facility. There are functional tests and inspections at control points, based on the process flow diagram (pfd) per its part number, to avoid this type of damage from leaving the facility. The device was connected to carto 3 system, and the device was recognized correctly; however, errors 105 and 106 appeared on the system due to an open circuit in the tip area. This could be related to the reported event. A manufacturing record evaluation was performed for the finished device 31088826l, and no internal actions related to the reported complaint condition were identified. The issues reported by the customer were confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: operational problem identified (c13) investigation conclusions: cause not established (d15) component code: sleeve (g04115) were selected as related to the foreign material found. Investigation findings: appropriate term code not available (c22) investigation conclusions: cause not established (d15) omponent code: sleeve (g04115) were selected as related to the photo analysis investigation findings: mechanical problem identified (c07) investigation conclusions: unintended use error caused or contributed to event (d1102) component code: sleeve (g04115) were selected as related to the foreign material found. Investigation findings: open circuit (c0205) investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the open circuit in the tip area. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).